Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventriculo-peritoneal shunt was implanted into a patient. Post-operatively, it was radiographically recognized that the shunt had poor radiopaque markings required to confirm its orientation after implantation and pressure settings. In addition to this implanted device, another shunt which was not implanted was found to have poor radiopaque markings as well. The patient was alive and the product was still in the patient. Additional information received reported that the x-ray of the implanted shunt was performed to the standard. The skull x-ray exam was performed at 70kv which was standard technical factors utilizing automatic exposure control (aec).